Event description:
"Dr. Noticed balloon trocar would not inflate. He assumed trocar busted. Upon visual inspection of the abdomen with laparoscope, he noticed a wad of suture material, he further surmised the "wad of suture material" had come from the trocar. He saved the specimen and it will be returned." Patient is doing fine.

Manufacturer narrative:
Product has not been returned to the manufacturer for evaluation. If product is returned, evaluation will be completed and final report will be submitted.